Event description:
Pt underwent ncp system replacement surgery due to a fractured lead wire and generator end of life. Device diagnostic testing performed at office visit five days before ncp system replacement surgery reportedly resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of life. Based on known device settings. It was estimated that the generator would not reach end of life for 2.33 more years. It was reported that the pt's device was programmed to off at this office visit, pending ncp system replacement surgery. It was reported that at the time of the office visit, the pt had experienced a dramatic increase in her seizure frequecy over the previous 2-3 weeks to the point that they were occurring daily; however, neurologist indicated that the pt's seizure intensity was dramatically decreased compared to pre-vns. Treating neurologist indicated that the suspected lead fracture seemed to correlate with the recent increase in seizure frequency. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Investigation to date has been unable to determine whether a lead fracture was the cause of the high lead impedance test result.

Event description:
Product analysis of the lead was completed. Product analysis summary: the condition of the returned portion of the lead, in general, is consistent with conditions that typically exist follwing an explant procedure. The lead connector pins showed evidence of a proper mechanical and electrical connection. The appearance of the unmarked connector lead pin shows that pitting or electro-plating conditions have occurred. However, the exact reason for this condition is unk. Energy despersive (eds) x-ray analysis did not show any obvious anomalies on the pin material. Based on the eds analysis results, it is believed that the deposits on the pin surface are most likely organic. No discontinuities were identified. The concomitant (pulse generator) device was also returned and analyzed. The pulse generator is operating within the manufacturer's final electrical test specification. The pulse generator did not show any cindition that would have contributed to the reported event.